Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and device met release criteria. A root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) lens implant procedure, the lens would not load correctly. There was contact with the patient but no reported harm. The procedure was completed the same day. Additional information was requested.